Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient had inflammation on her body around the infusion set site. The patient's skin had strong redness and pus. The patient was sent to the surgeon where the wound was cut and irrigated. No further information was provided. The infusion set cannot be returned for legal and customs issues.